Event description:
It was reported that during a lap procedure, the device did not deploy staples. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 09/12/2008. Jaws evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off from the right side. The device was cycled and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.